Event description:
Two photographs of the cadd cassette reservoir were submitted for examination. The photographic examination did not reveal any anomalies found that could have affected the functionality of the product. No fault was found with the product on the basis of the photographic examination. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Other, other text: b5: updated with additional information.

Event description:
Information was received indicating that a smiths medical cadd medication cassette reservoir was reported to be leaking. The leak was observed during preparation of blinatumomab. There were no reported adverse effects.